Event description:
It was reported that the patient experienced "warmth at the implantable neurostimulator (ins) pocket site during recharging" that began 2 weeks prior to the report date. It was noted that the patient did not feel the "warmth" when the stimulation was on. It was further noted that the patient had not seen the "temperature warning message" on the recharger. The patient noted that the warm feeling started about 45 minutes into the charge session and became "unbearable" when she was 2 hours into the recharge session. It was noted that the patient felt the "heating sensation was coming from the inside and not externally." It was further noted that there was no redness at the "external pocket site" while the patient felt the heating sensation. The patient noted that she usually gets 6 coupling bars and she would recharge sitting or lying down. Additional information received reported that the patient had a scheduled appointment with her manufacturing representative. It was noted that the manufacturing representative was unable to see the "recorded temperature issues" because the recharger was unavailable. It was noted that the impedance measurements were all within normal limits. It was noted that the patient gave a history of recharging on dates to the manufacturing representative. It was further noted that these dates that "did not show up on the recharging history." The patient noted that she turned her stimulation up to 10.5v. It was further noted that the patient's "amplitude trend report showed a range that never went past 6v." The patient noted that she "never shut off her stimulation." It was further noted that the patient's "diary showed that she had not used the stimulator in the past 3 weeks." Additional information received reported that the physician would not replace the device, but "would only take the system out." No information regarding the surgical intervention was reported. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 355531, lot# n335039, implanted: (B)(6) 2012, product type screening device; product ID 3550-39, lot# n293819, implanted: (B)(6) 2012, product type accessory. (B)(4).